Event description:
Related to MFR. Report nos.: 2183959-2014-00306, 2183959-2014-00307. It was reported that following an elevate posterior implantation, the patient experienced vaginal pain and dyspareunia. The right and left arms were removed. No additional patient complications have been reported in relation to this event.